Manufacturer narrative:
Product event summary: the three (3) batteries, and one (1) controller ac adapter with unknown serial number were not returned for evaluation. The controller was returned for evaluation. Failure analysis revealed that the returned controllers passed visual inspection and functional testing. Review of the controller log files revealed six (6) controller power-ups with their associated motor starts within 04-jan-2019 and on 26-jan-2019. No anomalies were observed during the recorded controller power ups. The controller was without power for a maximum of 6 minutes and 19 seconds, 13 minutes and 47 seconds, 1 minute and 36 seconds, 1 minute and 9 seconds, 5 minutes and 50 seconds, and 14 minutes and 18 seconds; respectively. Additionally, log file analysis revealed that the controller did not contain the smr software. Analysis of data log files revealed premature power switching events due to communication errors and/or momentary disconnections involving (B)(4). Momentary disconnection will result in an audible tone or "beep". There is no evidence that the lubrication servicing was performed on the reported devices. As a result, the reported loss of power, power switching and beeps were confirmed. The most likely root cause of the reported beeps can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on log file analysis, the most likely root cause of the reported power switching event can be attributed to a communication error and/or momentary disconnections between the controller and battery. An internal investigation investigated communication errors. Another internal investigation investigated momentary disconnections. A third investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. D4: serial #: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: serial #: unk h3: yes h6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2016-11-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-11-30. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2016-05-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-05-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2016-12-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-12-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - controller ac adapter / model #: unk-cac adapter / catalog #: unk-cac adapter. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple power disconnects associated with power switching while connected to battery and ac adapter power. This resulted in multiple pump stop events. The controller was exchanged, and the batteries and controller ac adapter remain in use. No patient complications have been reported as a result of this event.